Event description:
Right saline breast implant explanted due to deflation. Replaced with saline breast implant. Original surgery was 2003. Documented in operative report that md observed implant to have a small leak in the valve region.